Event description:
During a ptca procedure, the choice floppy guide wire broke. Towards the end of the procedure, the portion of the choice guide wire outside of the body kinked. The physician attempted to straighten the guide wire and it broke in half outside of the body. He removed the wire without incident. Another of the same wire was used successfully. No pt injuries or complications were reported. Pt status is listed as "okay".